Manufacturer narrative:
Patient city: (B)(6), patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set adhesive event on (B)(6) 2026. The patient reported tape was not sticking. No further information is available.